Event description:
During an ercp with sphincterotomy and stone extraction the physician used a wilson-cook web ii double lumen extraction basket. The device was advanced through the accessory channel of the endoscope. Resistance was encountered as the basket was deployed causing the inner drive wire to puncture the outer sheath near the handle assembly. No injury to the pt or user was reported. The initial report indicated that there was a hole in the sheath and no add'l info was available. Upon evaluation of the returned device, it was determined that the drive wire had punctured the sheath.